Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 31-aug-2022. The adverse event associated with this report occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer reported that due to being unable to obtain sensor readings, they lost consciousness. The customer was provided unspecified treatment by a non-healthcare professional and d5 (dextrose) injection by a healthcare professional. The customer reported hospitalization for unspecified duration. There was no report of death or permanent injury associated with this event.